Manufacturer narrative:
The referenced tjf-q180v was returned to (B)(4) for evaluation. The evaluation confirmed brown stain and black foreign material on the instrument channel. In addition, there was black stain on the suction channel. The exact cause of user's report could not be conclusively determined at this time. A supplemental report will be submitted if significant and additional information becomes available later. Please cross-ref the following reports for the other three patients: 8010047-2014-00393, 8010047-2014-00407, and 8010047-2014-00409.

Event description:
Olympus was informed that four patients tested positive for carbapenem resistant klebsiella pneumonia after having undergone an endoscopic retrograde cholangiopancreatography (ercp) procedure, the patients were examined with the same duodenovideoscope. The user facility conducted a control test on the endoscope on (B)(6) 2014, and klebsiella pneumonia was found. The last routine sampling of the endoscope on (B)(6) 2014 did not indicate anything abnormal.